Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty connecting and disconnecting the modular cable could not be confirmed through this evaluation, as the device remains in use. A specific cause for this finding could not be conclusively determined through this evaluation. The relevant sections of the device history records for the modular cable, lot #8202842 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. The IFU contains instructions for observing damage to the modular cable and replacing the modular cable in the system operations section. The instructions state that the locking nut must be rotated until the clicking stops and the yellow line is hidden. The surgical procedures section provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. The daily safety checklist includes line items to ensure that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-10466.

Event description:
It was reported that the pump modular cable was difficult to connect and disconnect during hm3 pump prep. The modular cable was able to be disconnected after several attempts.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.